Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-dec-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door failed and double clicked. A field service engineer replaced the latch for door 4, cleaned other micro switches with brass brush, reseated the cables at the door board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower experienced a door failure and was double-clicking. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.